Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed two broken tube holders on top case and the right plunger case and the battery door were cracked. A review of the event history log identified acu watchdog failure. Unable to duplicate the acu watchdog failure at power up, pump was operating as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Repair was not needed due to no problem found. UDI was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the pump exhibited auxillary control unit (acu) watchdog failure. No patient injury was reported.